Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence. A new aus device consisting of a 3.5cm cuff, 61cm prb and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.